Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline shield that twisted. The patient was undergoing a procedure for flow diversion treatment of a saccular intracranial aneurysm. Dual antiplatelet treatment (dapt) was administered. Vessel tortuosity was normal. It was reported that the devices were prepared per the instructions for use (IFU). A twist occurred during deployment of the pipeline and it could not be undone so it was removed with the microcatheter. Both the pipeline and the marksman microcatheter were replaced to complete the procedure successfully. There was no harm or injury to the patient associated with the event.

Event description:
Additional information received reported the pipeline was not positioned in a vessel bend. No additional steps were attempted to open the pipeline. The pipeline was locked in the marksman.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex shield and marksman catheter were returned within the outer carton; inside of a sealed bio-hazard bag and a shipping box. ¿ damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the braid were found fully opened and no damage. No bends were found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be accordioned at 18.0cm to 24.3cm from the distal tip. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0260¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was not confirmed as the returned braid was fully opened and no damage. No issues were found with the braid. The cause could not be determined. In addition, the pipeline flex shield and catheter were damaged. From the damages seen on the catheter (accordioning) and hypotube (stretching); it appears there was high force used. It is possibly these damages occurred when the customer attempted to advance/retrieve the pipeline flex shield through the marksman catheter against resistance. However, the cause of resistance could not be determined. Possible cause includes lack of continuous flushed with heparinized saline during delivery. Customer reported that vessel tortuosity was normal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.